Event description:
The patient was an (B)(6) male who underwent a lumbar fusion with decompression at l2-5. The baxano io-flex system was used to access the foramen and the baxano io-flex microblade shaver (5.5mm) was used to decompress bilaterally at l2/3, l3/4, and l4/5. Due to a cardiac valve the patient was placed on lovenox 12 hours postoperatively. Symptoms of weakness started 48 hours postop, and began resolving 24 hours after lovenox was stopped. No further intervention was needed; a retroperitoneal hematoma was noted 2 weeks postop through CT.